Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the black box showed an unexpected power on reset event. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and unscrewed a half turn and no reboots occurred. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The audio bolus button cover and slug were detached and missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.